Manufacturer narrative:
Pump received with scratched liquid crystal display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked end cap. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked end cap.

Event description:
It was reported that the insulin pump was dropped and bumped. Customer stated that the insulin pump unable to rewind and insulin cannot be delivered. Advised the customer to return the insulin pump for analysis. No further information provided.